Manufacturer narrative:
H6 medical device problem code was updated to a1301 to better reflect what was reported. Investigation summary: the investigation was completed. No product was returned. Pump not detected: the initial pump was plugged in and said impella pump malfunction. Data log review showed no issue alarms noted. Real time log showed slightly lower than expected lamp at 76. The logs showed the pump was plugged in and recognized without issue but then eeprom write blocked. Logs end one hour later. There are no relevant alarms in the logs. The cause of the pump not detected was not determined due to no pump returned, inconclusive data log review, and insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported an impella cp was initially plugged in and alarmed impella pump malfunction. The device supported the patient for approximately two and a half hours before being weaned and explanted in the procedural area. The patient survived.